Event description:
A permanent cautery hook instrument was returned for evaluation. The reason for the instrument return was not provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation observed that the instrument conductor was broken at the wrist near the proximal clevis pulley. Burn marks were also found on the proximal clevis, distal clevis, and distal idler pulley, near the location where the conductor broke. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure.